Manufacturer narrative:
Concomitant medical products: 419388 lead; implanted: (B)(6) 2003, 5076-52 lead; implanted: (B)(6)2003 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine upgrade procedure the right ventricular (rv) lead was observed to be nob-functional, exhibited no sensing, high and undefined impedance, no capture and a possible fracture. The rv lead was capped and the left ventricular (lv) lead was plugged into the rv port. No patient complications have been reported as a result of this event.